Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The procedure was recognized to be challenging with pre-case discussions addressing potential challenges and complications including a low right coronary artery height (<10 mm), extensive leaflet and left ventricular outflow tract (lvot) calcification, consideration for coronary protection with a wire, and a valve deployment strategy aimed to minimize coronary interaction by targeting an implantation depth of approximately 6 mm. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. Non-abbott wire was placed as placed. During the procedure, on the initial attempt, it was placed in a targeted deeper position within the lvot and repositioned at a depth of 3mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Incomplete stent opening (iso) was observed, and it was recaptured and able to be implanted at a depth of 5mm on the ncc. Post-implant, moderate paravalvular leak (pvl) was observed. Post-implant balloon valvuloplasty (post-bav) was performed using a the 22mm, non-abbott pre-bav balloon during which st elevated was noted. Moderate pvl was noted; an aortogram confirmed a coronary occlusion (acute/loss of the right coronary artery (rca)). Multiple attempts were made to access the rca using catheter and wire techniques, all of which were unsuccessful. It was ultimately decided to place the patient on ECMO to stabilize hemodynamics. The patient left the operating room in critical but stable condition. The patient had extended hospitalization. On follow-up, the patient was in a critical condition and was pronounced dead on (B)(6) 2026. The implanter attributes the procedural complications (loss of the rca upon post dilation of the valve) contributed to the patient's death, however the valve was functioning.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The procedure was recognized to be challenging with pre-case discussions addressing potential challenges and complications including a low right coronary artery height (<10 mm), extensive leaflet and left ventricular outflow tract (lvot) calcification, consideration for coronary protection with a wire, and a valve deployment strategy aimed to minimize coronary interaction by targeting an implantation depth of approximately 6 mm. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22 mm, non-abbott balloon. Non-abbott wire was placed as placed. During the procedure, on the initial attempt, it was placed in a targeted deeper position within the lvot and repositioned at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left-coronary cusp (lcc). Incomplete stent opening (iso) was observed, and it was recaptured and able to be implanted at a depth of 5 mm on the ncc. Post-implant, moderate paravalvular leak (pvl) was observed. Post-implant balloon valvuloplasty (post-bav) was performed using a the 22 mm, non-abbott pre-bav balloon during which st elevated was noted. Moderate pvl was noted; an aortogram confirmed a coronary occlusion (acute/loss of the right coronary artery (rca)). Multiple attempts were made to access the rca using catheter and wire techniques, all of which were unsuccessful. It was ultimately decided to place the patient on ECMO to stabilize hemodynamics. The patient left the operating room in critical but stable condition. The patient had extended hospitalization. On follow-up, the patient was in a critical condition and was pronounced to be dead on (B)(6) 2026. The implanter attributes the procedural complications (loss of the rca upon post dilation of the valve) contributed to the patient's death, however the valve was functioning.

Manufacturer narrative:
An event of incomplete stent opening, moderate paravalvular leak (pvl) and coronary occlusion (acute/loss of the right coronary artery (rca)) was reported. The patient developed hemodynamic instability requiring extracorporeal membrane oxygenation (ECMO) support and remained unstable, ultimately expiring 14 days after the procedure. The device remained implanted and was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on information received, the cause of patient death is attributed to procedural complications. Review of the preprocedural CT imaging identified a prominent calcific nodule at or near the ostium of the rca, which likely contributed to the acute coronary obstruction. However, the exact cause of the reported patient effects cannot be definitively determined. There does not appear to be any malfunction of the navitor valve. The unexpected medical interventions were case-specific circumstances, post-implant valvuloplasty was performed for pvl. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.